Event description:
The customer stated that she was hospitalized twice. Once for high blood glucose levels and the other for something unrelated to diabetes. The customer declined to troubleshoot. The customer stated that she was currently using the insulin pump for the sensor readings and not for insulin delivery, per her doctor's instructions. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime, displacement, occlusion and excessive no delivery alarm tests. The insulin pump alarmed lost sensor during sensor calibration. The problem was isolated to the mother board.